Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 435 mg/dl at the time of incident. The customer's blood glucose was 435 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injections. The customer stated that they were unable to troubleshoot due to motion sensor test failure. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with motion sensor test failure alarmed during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to motion sensor test failure alarms. The insulin pump was received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker and cracked reservoir tube lip.